Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was gave 800 unit basal rate. Customer was having problem with insulin pump. She stated that insulin pump was suspending overnight. Customers blood glucose level was in range of 200 mg /dl when she woke up. Insulin pump did not received auto suspend alarm again. Customer was reviewing basal rates and she noticed that there was only one basal rate all day which was for 800 units. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.